Event description:
It was reported that this right ventricular (rv) lead had observations of noise that was oversensed causing pacing inhibition less than two seconds. A few days later the patient was syncopal and had fallen, and when checked in the hospital it was determined that the device had triggered a lead safety switch for high out of range pacing impedances greater than 2000 ohms. Since the safety switch, there were more observations of noise that were reproducible with pocket manipulation. The device was reprogrammed to sense in the ventricle only, and the patient was referred. The lead was surgically capped and replaced. No additional adverse patient effects were reported.